Event description:
Fail code 810:04, which was reported to have occurred during pt infusion. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.